Manufacturer narrative:
Clinical code (e): 1770 - stroke / cva - patient was reported as having adverse events of cerebellar cva and an acute ischemic stroke. Impact code (f): 4607 - hospitalisation - patient was admitted to the hospital on (B)(6) 2025. Medical device problem code (a): 2993 - adverse event without identified device or use problem. Component code (g): 4755 - part/component/sub-assembly term not applicable. Type of investigation (b): 4110 - trend analysis - a review of medical event > stroke shall be performed against thoraflex hybrid sales and a rate and trend shall be generated hence. 3331 - a review of device history records from raw material to finished products will be performed in order to confirm that the device was manufactured to specification. Investigation findings (c): 3233 - results pending completion of investigation. Investigation conclusions (d): 11 - conclusion not yet available.

Event description:
Two adverse events of stroke have been reported from patient (B)(6) in (B)(4) clinical trial. (B)(4) complaint description; event date: (B)(6) 2025. As reported from clinical study post operative day 190 ((B)(6) 2025), patient (B)(6) had an adverse event of cerebellar cva. The patient was getting up to go to the bathroom when all of a sudden he experienced a syncopal episode. The patients wife states that he was breaking out in sweats. Unable to speak. Nystagmus. It took about 30 minutes for him to return back to baseline. Emergency medical services were called and the patient was taken to the hospital. Subject's mrs assessment prior to onset of stroke ((B)(6) 2025) scored 0 (no symptoms at all). Subject's mrs assessment at 30-90 days post onset of stroke ((B)(6) 2025) scored 1 (no significant disability despite symptoms; able to carry out all usual duties and activities). No assessment has been performed for subject's spinal cord ischemia grade. No action was taken to treat the adverse event. The event was considered recovered and resolved without treatment and with sequalae on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and continued in the study. (B)(4) complaint description; event date: (B)(6) 2025. On post operative day 218 ((B)(6) 2025), patient (B)(6) had an adverse event of acute ischemic stroke (left sided weakness and slurred speech). Emergency medical services were called and taken to hospital. Subject's mrs assessment prior to onset of stroke ((B)(6) 2025) scored 1 (no significant disability despite symptoms; able to carry out all usual duties and activities). No assessment has been performed for subject's mrs score at 30-90 days post onset of stroke and spinal cord ischemia grade. No action was taken to treat the adverse event. The event was considered recovered and resolved without treatment and with sequalae on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and continued in the study.